Event description:
The customer's fiancee reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 359 mg/dl. The customer stated that the infusion set hurt at the insertion site and found that the infusion set cannula was bent. The customer requested assistance with changing the infusion set. Troubleshooting was not performed for the no delivery alarm after the bent cannula was found. The customer was advised that the bent cannula may have caused the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.